Event description:
It was reported by the depuy agent that the endurance stem is loosening. The acetabular cup is fine. The pt is scheduled for revision surgery in march (no date available as of yet). Additional info to follow upon receipt of device.